Manufacturer narrative:
(B)(4). Review of lot f1727601, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) failed, balloon ruptured inside patient. Manual pressure was held.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) failed. The balloon ruptured inside the patient. Manual pressure was held to achieve hemostasis. Attempts to gather further information were unsuccessful. The product was not returned for analysis. Review of lot f1727601 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, vessel characteristics, such as peripheral vascular disease and/or calcium, may have contributed to the reported event. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.